Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". Reportedly, there was no insulin coming from the cartridge. A manual injection was administered to address the bg. Reportedly, a new cartridge was loaded to address the issue.